Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2025 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown , UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said when they first got the implant, they programmed it to 0.9 and that's not working. Patient said if they're not right next to a restroom, the same thing is happening that happened prior to implant. Patient also said it seems like when they go to work or drive the bus, as soon as their mind says they have to pee, it starts coming before they even get to the restroom. Patient services reviewed how to increase stimulation. Patient successfully increased stimulation. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient also stated that they were implanted on 01/14, and their small incision has something hanging out and they don't now what it is. The patient stated that they thought the incision had stitches, but now they are concerned that the wire is coming out. The patient was redirected to their hcp to address the issue. Patient reported that they have an upcoming post-op appointment.